Event description:
The customer observed negativity and positively biased vitros valp qc results on multiple dates from march 28 to may 7 on the vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostic inc.

Manufacturer narrative:
Investigation into the event determined that the vitros 5, 1 was operating as intended. The definitive root cause of the biased valp qc results is unknown, however, reagent pack to pack variability cannot be ruled out. The investigation is on-going.